Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate shocks. Review of the session record revealed vf episodes due to noise. The lead was capped and replaced on (B)(6) 2016. Patient condition was good.